Manufacturer narrative:
Summary of event: as reported, during an unknown number of unspecified procedures, an unknown quantity of roadrunner the firm hydrophilic wire guides "lost the hydrophilic condition" and became difficult to advance/slide through catheters. There has been no report of any patient injury due to the events. Investigation evaluation: reviews of the device history record, instructions for use (IFU), quality control procedures and specifications were conducted during the investigation. The complaint device(s) were not returned to cook for investigation. Cook could not complete a review of the device history record or complaint history due to a lack of lot information from the user facility. The instructions for use (IFU) cautions "always keep the surface of the wire guide wet during use for optimal results." The IFU provides instructions for activation of the hydrophilic coating. A supplier investigation was requested. The supplier found no related discrepancies on any lot from this product line. The supplier could not identify a root cause for this failure. Cook reviewed the device master record (dmr), including manufacturing specifications and quality control procedures, and confirmed that adequate manufacturing specifications are in place to identify and prevent this failure mode prior to distribution. The information provided upon review of the supplier investigation, dmr, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the available information and results of the investigation, cook has concluded that a component failure, unrelated to the design or manufacturing of the complaint device, contributed to this event. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) number = k182985. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown number of unspecified procedures, an unknown quantity of roadrunner the firm hydrophilic wire guides "lost the hydrophilic condition" and became difficult to advance/slide through catheters. There has been no report of any patient injury due to the events.